Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Jp ro 1418792 was received regarding an item for smj - 21-6300-09jp 1/ut with ln 21-6300-09jp and sn (B)(6). It was reported that the air bubble sensor was not working properly. The event occurred during priming at the patient's home. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a record of "air in line" errors. The cause of the customer reported issue was a defective air detector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced air detector, and the pump passed all functional tests and performed as intended after repair.